Event description:
It was reported that the patient's vns lead and generator were explanted due to an infection at the generator site. Follow-up with the neurologist and surgeon's office was made, however, no information was available except that cultures taken on (B)(6) 2012 indicated (B)(6). Review of the device history record for the lead and generator confirmed sterility prior to distribution.

Event description:
Additional information was received indicating that patient had an abscess at the generator site that caused the infection. The patient was noted as having fever and an altered mental state as a result of the abscess.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Initial report inadvertently indicated the incorrect explant date.